Event description:
Surgeon was tunneling to place extension from brain to chest in or. The plastic extension passer broke in two pieces while passing through the chest. The missing piece was 3 inches long by approx 3/8" wide. Physician had to spend extra surgical time dissecting to retrieve the piece. The retrieved piece along with the remainder of the device were compared to a new one to verify all the pieces had been removed. The extension passer was saved and was photographed. The device failed by fracturing at a point approximately 10cm from the distal end. Surgeon reports this is the second device that has failed in a similar manner.